Event description:
Approximately fifteen months after the successful coil embolization of a ruptured right anterior cerebral artery aneurysm, the patient underwent a second procedure to treat a reoccurrence of the aneurysm. An additional four coils were implanted and there was no reported clinical consequence to the patient.

Event description:
Approximately fifteen months after the successful coil embolization of a ruptured right anterior cerebral artery aneurysm, the patient underwent a second procedure to treat a reoccurrence of the aneurysm. An additional four coils were implanted and there was no reported clinical consequence to the patient.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
PMA # or 510 #: k031049. Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.